Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set cannula got detached due to little glue event on (B)(6) 2026. No further information available.